Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting possible loss of capture (loc) on both right ventricular (rv) lead and left ventricular (lv) lead. Technical services (ts) was consulted and explained that threhold measurements look normal. Ts recommended further review of both leads. The device remains in service. No additional adverse patient effects were reported.